Event description:
The facility reported a colleague infusion pump with damaged battery. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of the reported problem was determined to be a faulty power supply. The power supply was replaced to address the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.